Event description:
The pt was wearing the iceross dermo conical silicone liner as intended and noticed some skin irritation, which turned into a rash. The pt was referred to her doctor/dermatologist and discontinued use of the liner. She used an ointment to help the rash heal and no further action was needed.